Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading low mg/dl while the bg meter was reading 600 mg/dl. The patient was wearing an omnipod insulin pump. The patient was experiencing excessive urination, thirst, fatigue, migraines, and was ¿feeling sick¿. The patient self-treated with 12 units of insulin. However, despite treatment, the patient¿s bg meter reading only decreased to 596 mg/dl while the cgm continued to read low mg/dl. The patient then decided to go to the emergency room (ER) for evaluation. At the ER, the patient was treated with IV fluids and had some unspecified tests done. He was also given 18 units of insulin. After approximately 8 hours, the patient¿s bg meter reading was 170 mg/dl. The patient was discharged around 2am the following morning (less than 24 hours). The patient was feeling fine at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.